Event description:
It was reported that a cartridge alarm occurred intermittently during insulin delivery. Customer will continue to use current pump for insulin therapy, with manual injections for backup. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.